Manufacturer narrative:
Date sent to the FDA: 03/08/2016. (B)(4): the foil pouch was not returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. It was discovered after the opening that the inside package was torn and no longer sterile. Additional information has been requested.